Event description:
It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure performed in 2009. According to the complainant, during the procedure, the console had no power output. The procedure was completed with another endostat ii electrosurgical unit. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Due to the age of the device, the unit will not be returned; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.